Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stock at 00:00. The system was not in clinical use. It was resolved after several boot up. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting intermittently. Troubleshooting actions showed a problem with the ippc. The fse replaced the ippc and the hard disks, reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file found that the issue with ippc. Fse reconnected disk tray cable and reinstalled the software of the ippc. After reconnection and reinstalled the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.